Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. During the revision procedure it was noted that the neck was cold-welded to the stem. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during revision surgery, the taper was found to be cold-welded to the stem. Due to the issue, the stem became loose during attempts to separate the devices intra-operatively, and had to be removed. No further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical product: m2a magnum taper adapter, catalog#: 139258, lot#: 440960, m2a magnum pf cup, catalog#: us157850, lot#: 107270, m2a magnum modular head, catalog#: 157444, lot#: 700730. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09934. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during revision surgery, the taper was found to be cold-welded to the stem. Due to the issue, the stem became loose during attempts to separate the devices intra-operatively, and had to be removed. No further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends show less

Event description:
It was reported that the patient suffered fro metal poisoning.